Event description:
Consumer alleges his chair pinned him against a doorway, causing severe internal and external bleeding in his leg.

Manufacturer narrative:
Device operated as designed.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges his chair pinned him against a doorway, causing severe internal and external bleeding in his leg.